Manufacturer narrative:
(B)(4) fiber tip face damaged. (B)(4) fiber tip detached. (B)(4). Investigation results: one flexiva 550 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed there was no exposed glass tip remaining. Examination under magnification revealed that the condition of the glass tip was consistent with a fracture, indicating that the tip or portion of the tip broke off. There was an oblong burn or debris obscuring roughly 20% of the sma connector face. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal end was weak and scattered with an effective transmission of 39.9%. The noted damages indicate difficulty was experienced during the procedure and the reported complaint was confirmed. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 550 laser fiber was used during a holmium laser enucleation procedure in the prostate performed on (B)(6) 2015. According to the complainant, during the procedure, the physician connected the laser fiber and activated it; however, the laser fired back through the debris shield. The blast shield was damaged and needed to be changed. The procedure was completed with another flexiva 550 laser fiber. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip was compromised and detached.